Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose levels were 500 mg/dl, 400 mg/dl, 424 mg/dl, over 600 mg/dl, 480 mg/dl, 398 mg/dl, 319 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pump. Customer declined troubleshooting. Customer stated insulin pump had insulin flow blocked alarm. The insulin pump will not be returned for analysis.